Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on ensuring the completion of the cartridge air removal step and using room temperature insulin when filling the cartridge. Caller acknowledged the instructions. It was advised to call back after changing the cartridge again if the issue persists.